Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05702 and 2134265-2017-05709. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient was presented with unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed on the same day. The target lesion #1 was located in the mid left anterior descending artery with 80% stenosis and was 18 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 mm x 20 mm study stent. Following post dilatation, the residual stenosis was 0%. The target lesion #2 was located in the proximal left circumflex (lcx) artery with 80% stenosis and was 25 mm long with a reference vessel diameter of 3.5 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.50 mm x 28 mm study stent. Following post dilatation, the residual stenosis was 0%. Target lesion #3 was located in the distal lcx artery with 90% stenosis and was 25 mm long with a reference vessel diameter of 2.5 mm. Target lesion #3 was treated by placement of a 2.50 mm x 28 mm study stent. Following intervention, the residual stenosis was 0%. Ten days later, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2016, the patient died. Cause of death is currently not known.